Manufacturer narrative:
Investigation evaluation: an evaluation of the returned device confirmed the report on incorrect cutting wire orientation. During our laboratory analysis, the sphincterotome was advanced through a duodenoscope that was placed in a simulated biliary position. The duodenoscope has an accessory channel that is 4.2 mm in diameter (olympus model number tjf-160v). The catheter exited the endoscope with the cutting wire facing 12 o¿clock. Difficulty was experienced while advancing the tip into the simulated papilla. The device was then bowed and the cutting wire was facing 2 o'clock (appropriate orientation is approximately 11:00 - 1:00 o'clock). The sphincterotome catheter was subjected to a close visual examination and twisting of the tubing was observed at the distal end. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all tri-tome pc triple lumen sphincterotomes are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook tri-tome pc triple lumen sphincterotome. When performing the use [sphincterotomy], a defect was noted in the tip that does not allow cannulation of the papilla in the patient. The tip was noted to go to one (1) side and not upwards [incorrect cutting wire orientation] as is the mechanism of action. For this reason, another papillotome was opened with which the procedure was performed. Our attempts to collect specific patient outcome information were unsuccessful. Because the complainant stated that there was no adverse effects to the patient, we can conclude that this information does not reasonably suggest the patient was adversely impacted.